Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Before the case, the field service engineer (fse) checked the robot arm to make sure it moved and it did not. At 8:24 am, 8:30 am and 8:57 am, fse received the error, "unrecoverable error detected. The device will shut down.". After manually moving the arm, the robot worked fine.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the first shutdown of the robot was due to the position of the arm. The third joint must be between -149° and 149°, but in this case its value was 150.162°, so it was out of its threshold limitations. It triggered an error that led to the shutdown of the robot. The second and third shutdowns are due to the same error. This is a normal behaviour of the robot. The main assumption for the fourth shutdown is that the controller had not stopped properly after the third shutdown, and it could not be restarted. However, this cannot be confirmed. The problem was solved after manually moving the arm and restarting the robot for the fourth time. Analysis showed that the event is confirmed.

Event description:
Before the case, the field service engineer (fse) checked the robot arm to make sure it moved and it did not. At 8:24 am, 8:30 am and 8:57 am, fse received the error, "unrecoverable error detected. The device will shut down." After manually moving the arm, the robot worked fine.